Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump, which resolved the issue as the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the malfunction reappears, which they understood and acknowledged.